Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Sample 1: the initial result was 153 mmol/l, and the repeated result was 140 mmol/l. Sample 2: the initial result was 150 mmol/l, and the repeated result was 139 mmol/l. The repeated results were obtained on another module and were believed to be correct. The samples were repeated because qc failed.

Manufacturer narrative:
The electrode lot number is fdt69 with an expiration date of 20-sep-2026. The calibration was acceptable. The alarm trace showed multiple "abnormal aspiration" alarms on the date of the event. The field service representative found no cause for the issue. He cleaned the electrode compartment, realigned the vacuum tubing, replaced the vacuum diaphragm, flushed the valve, and replaced and adjusted the sample probe. Although no cause was found, the service actions appeared to resolve the issue. The investigation did not identify a product problem.